Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient with a history of cardiomyopathy, coronary artery disease, and diabetes mellitus underwent impella 5.5 implantation via the left axillary/subclavian artery. During device support, the patient experienced a sudden hemoglobin drop and back pain. Imaging revealed a large spontaneous retroperitoneal bleed, likely related to anticoagulation therapy during impella support. The family declined intervention (coiling), and the patient was not a candidate for left ventricular assist device. Comfort care was initiated, and the patient expired on (B)(6) 2026 after the pump was turned off.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: the device was not returned for evaluation. Back pain/retroperitoneal hemorrhage: the cause of the injury was not determined due to insufficient clinical details.